Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from the needle during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received four samples for investigation. These returned samples underwent a functional test for proper activation, and both activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.